Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer was unsure but stated something caused high blood glucose 300 mg/dl and 400 mg/dl. Since returning home blood glucose was back to normal. Customer reported visiting a place of high altitude at the time of incident. The device will not be returned for analysis.